Event description:
Caller reported inform meter electrical contact pin burned, melted plastic of the case around inform meter electrical contact pins. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.